Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient also mentioned their current implant's leads were redone on december. Patient mentioned they had 2 implants but one quit so their implant had to supplement the other one. When agent asked patient if they had issues with the 2014 implant they just mentioned that the implant just 'died' and they were supposed to get it replaced last year but they couldn't intubate the patient to do the replacement. Patient mentioned the higher they turned stimulation up the faster the implant drained. Agent reviewed charging frequency information.